Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) gave mixer speed errors. Customer reported that they resolved the mixer speed errors and ran quality control (qc). Customer reported that access 2 gave erroneous high troponin I (accutni) results on a patient sample after they resolved the mixer speed error and ran quality control. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the mixer pulleys were binding when moving in the clockwise direction. The fse replaced the mixer pulleys and performed preventive maintenance. The fse performed a system check and high sensitivity (hs) system check. The system checks showed all parameters passing within specifications. The fse ran accutni quality controls (qc); the qc data was within the customer's established limits. The fse verified the system was performing within published performance specifications.